Manufacturer narrative:
Device evaluation: two used epifuse connectors and 30 unused products were returned. Observing the used connectors, we confirmed that the hinges were cracked in both. The customer reported condition was confirmed. Problem source is supplier. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Two used epifuse connectors were returned for analysis. The hinges of the connector were noted to be cracked upon visual examination; confirming complaint. Based on the evidence, the root cause was found to be due to the supplier.

Event description:
Information was received indicating that the epifuse to a smiths medical portex epidural was noted to be cracked. It was reported that the hinge part of the epifuse cover broke off causing leakage. The product was removed and returned for analysis. There was no reported adverse effects.